Event description:
While performing oral care per routine with a newly opened oral swab toothette, the patient was intermittently biting down. When the nurse removed the swab from the oral cavity, the entire sponge was missing from the end of the toothette. The nurse was able to retrieve the entire piece of sponge with a kelly clamp from the back of the patient's throat. The swab toothette and sponge piece were not retained.